Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller attempted various troubleshooting steps, such as using different wall adapters and charging cables, but the issue persisted. Customer continued to use current pump.